Event description:
It was reported the patient received the following results within 15 minutes: 157 mg/dl (accu-chek aviva meter) and 90 mg/dl (accu-chek guide me meter).

Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).